Manufacturer narrative:
The previous submitted device evaluation summary was updated on november 18, 2020. Device evaluation summary: the evaluation of the device received by the failure analysis lab was completed on november 18, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. The rupture extended approximately 24.5 cm from the anterior to the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020.. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old african american female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced right sided rupture and a left sided contour deformity post procedure. This was accompanied by an asymmetric nipple areolar complex. As a result, bilateral prosthesis replacement with 535cc mentor ultra high profile gel implants was performed on (B)(6) 2020. See 1645337-2020-12125 for contralateral prosthesis report.